Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The healthcare facility decided to not repair the unit. No further information regarding the problem was provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator did not start. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).